Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit (B)(6) . The calibration results were within the specified ranges. The qc recoveries were nearly within the specified ranges. The customer's water quality was acceptable. The alarm trace had abnormal aspiration alarms on (B)(6) 2025. The investigation is ongoing.

Event description:
The initial reporter received questionable cholesterol gen.2 results from multiple patient samples tested on the cobas pro c 503 analytical unit. The following are examples of discrepant results: patient sample 1: the low result from the analyzer was 46.8 (47) mg/dl. The high result from the cobas 8000 analyzer was 118 mg/dl. Patient sample 2: the low result from the analyzer was 87.5 (88.000) mg/dl. The high result from the cobas 8000 analyzer was 178.000 mg/dl. The analyzer's low initial results (below 100 mg/dl) do not align with the patient's historical data.

Manufacturer narrative:
Medwatch fields a. Patient information, d10. Concomitant medical products, d. Device identification, b7 other relevant history, g1 and g4 PMA / 510k (premarket numbers) were updated. The patient sample had a clotting time of 20 to 30 minutes; the investigation determined that this clotting time may be insufficient. The customer stated that interventions were performed at their osmosis plant in (B)(6) 2025; the qcs and precision checks after the interventions were acceptable. The investigation reviewed the analyzer log, and issues with sample pipetting and cell rinsing were noted. The field service engineer inspected the analyzer and performed adjustments; the hardware checks for test performance after service were acceptable. The investigation determined that the event was consistent with interventions at the osmosis plant, customer maintenance (sample and reagent probe maintenance), preanalytic issue (insufficient clotting time) at the customer site (preanalytics are within the customer's responsibility), and adjustments in the analyzer. Product labeling states: "cleaning the sample probe s1 - c 503 if the sample probe s1 is dirty, clean it." "Every 2 weeks maintenance - cleaning the reagent probes ¿ c 503 to ensure optimal condition of the reagent probes and accuracy of the analytical unit, clean the outside of the reagent probes." The investigation determined that the service actions resolved the issue.